Manufacturer narrative:
Samples collection and specific centrifugation data was not supplied. The laboratory has an accutni patient sample repeat procedure in which all troponin specimens greater than 0.05 ng/ml are re-spun and reanalyzed prior to reporting. Qc data was not provided. The cf, the unit is currently performing within qc specifications upon contact with the customer. Service was not dispatched. The customer indicated that laboratory's in-house investigation determined that pre-analytical sample issues contributed to this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to non reproducible, erroneous positive accutni result generated by the unicel dxc 600i synchron access2 clinical system. The result was reported out of the laboratory. The sample was repeated and result within the normal reference range was obtained. Patient results were not provided. The event will be assumed to be worst case scenario and that the false positive accutni patients' results initially recovered above the acute myocardial infraction ami cut-off with repeat results recovering within the normal reference range. Unknown, if patient treatment was impacted, since the customer did not provide information regarding reports of death, injury, or change to patient treatment in connection with this event.